Manufacturer narrative:
Findings: unit passed displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. No excessive no delivery alarm noted. Unit received with all buttons working properly no keypad anomaly noted. However, the connector at the lcd board found unlocked on visual inspection. Unit received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner and scratched reservoir tube window. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. The customer stated up arrow is not responding. The customer stated that there is no significant event leading to the keypad issue. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer reported via phone call indicating that he had no delivery alarm. Customer's blood glucose was 475 mg/dl. The customer was treated with injections. The customer was advised to rewind pump, place reservoir in pump and run manual prime to at least 5.0 units. Customer stated the device did not alarm no delivery. The customer was advised the pump is working as designed. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose was 475 mg/dl. The customer was treated for high blood glucose with injection.